Event description:
It was reported that the ventricular lead impedance had increased. The trend graph displayed an increase over the past several months. The physician elected to reactivate the patient notifier alert with an upper limit of 2500 ohms. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
A partial lead with the distal tip measuring 48.5cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
New information notes the lead was explanted.